Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, it was noted that the left ventricular (lv) lead was dislodged. The lv lead was explanted and replaced the resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found damages to the lead body consistent with occurring at time of procedure. The s-curve hump height was measured within specification.